Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the cartridge load process because the user did not wait for the prompt from the tandem mobi mobile app to replace the cartridge. There was no adverse impact on the customer's blood glucose level. Tandem technical support educated the caller on the correct cartridge replacement procedure and decided to send a replacement pump. The caller was instructed to return the faulty pump within 10 days using a pre-paid label provided by tandem to avoid charges. Additionally, the caller was advised on how to program settings and connect their continuous glucose monitor (cgm) to the new pump and provided instructions for placing the pump into storage mode.